Event description:
Rptr stated that he was setting up this unit and noticed that when he pushes the alarm silence button, it doesn't "unlatch" after 45 secs, it stays "latched" and the alarm remains silent. He also stated he couldn't get the unit to pressurize.

Manufacturer narrative:
The viasys field service rep evaluated the unit and determined that the root cause of the reported event was a faulty alarm pcb. The viasys field service rep replaced the affected component and ran the unit through a complete checkout to ensure that it meets all factory specfications. Upon completion, the unit was returned to the customer's control ready to be placed back into service.